Manufacturer narrative:
(B)(4).

Event description:
It was reported that inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. It was indicated that description of off label/ patient misuse occurred, which is off label usage/misuse of the device. It was indicated that the patient did not calibrate every 12 hours, which is off-label usage of the device. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid.